Event description:
During a surgical procedure, the surgeon attempted to inject local anesthetic using a syringe with hypodermic needle obtained from a pre-packaged "general surgery scope kit." When inspected, the team noticed the needle had a foreign body lodged at the top of the needle. An alternate supply was obtained and used without issue and there was no harm to the patient or staff.